Manufacturer narrative:
The manufacturer had previously reported that an issue related to the active exhalation control module was observed. This was incorrect. An issue related to the system board was observed not the active exhalation control module. The system board was replaced as originally reported.

Event description:
A ventilator was returned to the manufacturer for routine preventive maintenance. There was no allegation of device malfunction. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, an issue related to the active exhalation control module was observed. The device's system board was replaced to address the issue.